Event description:
It was reported that the patient had an infection at the implantable pulse generator (ipg) pocket site. Swelling was present at the midline and ipg site. The patient was administered antibiotics and underwent a revision procedure where the ipg was removed, the pocket was cleaned and a new ipg was implanted. The cause of the infection was unknown, however, this patient is prone to infections. The patient was doing well postoperatively. The device will not be returned as it was discarded by the facility.